Event description:
During service, failure code 16:310 was reported to have occurred. The hosp rep stated that there were no reports of pt injury or medical intervention. No additional info is available.